Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the stapler was fired across the stomach. It seemed okay at first, but a problem was recognized with the device as the tech attemped to reload. The anvil was not fixed open and flopped against cartridge. The rep suggested a new atb35 be opened to complete the case. While waiting for the new gun, the staple line was inspected only to find the distal portion of the staple line was open. Subsequent firings with the new device were made to create a good seal. The rest of the case was completed without further incident. Note: this staple firing was done to close off a previous gastrostomy. There was no consequence to the pt.